Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for tourette syndrome. It was reported that the device system was explanted due to a brain abscess. The physician considered the deep brain stimulation (dbs) system attributed to the cause of the brain tumor. No further complications were reported or anticipated.

Manufacturer narrative:
Additional information received indicates that the correct mfg. Site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported there was no information available with respect to the consumer¿s condition of the brain tumor and it was unknown whether it was a cancerous tumor and ¿abscess¿ was more appropriate.

Manufacturer narrative:
Device information was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient code (B)(4) no longer applies. It was also determined that eval code conclusion (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the patient experienced brain abscesses rather than a cerebral tumor. It was also noted that the abscesses completely recovered following the explant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.